Event description:
The customer reported that the device displayed an error message. No specific error was noted. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed an error message. No specific error was noted. There was no reported patient involvement. On (B)(4) 2012, a philips field service engineer evaluated the device. The field service engineer found that the device could not acquire pads/paddles ECG. The problem was traced to a faulty power pca. This new info makes this a reportable complaint. The power pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the power pca that caused a pads/paddles ECG test error. No further communication was requested and none is warranted.